Manufacturer narrative:
The report received from the affiliate indicated that the physician inserted the 55 cm. Eight fr. Si brite tip (bt) str catheter sheath introducer into the right groin for a stent grafting procedure. An unknown 6 fr. Guiding catheter was inserted into the sheath and angiography was performed. During the procedure, the hemostasis valve of the brite tip sheath came off from the suture collar. The brite tip was exchanged for another sheath to complete the procedure successfully. There was no reported patient injury. The target lesion was unknown, but the vessel was highly tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without return of the device. Based on the information provided, an no product returned for analysis, it is not possible to determine the root cause of the complaint. There was no information provided to indicate that the hub separation was related to a design or manufacturing issue, therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15767580 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the physician inserted the 55 cm. 8 fr. Si brite tip (bt) str catheter sheath introducer into the right groin for a stent grafting procedure. An unknown 6 fr. Catheter was inserted into the sheath and angiography was performed. During the procedure, the hemostasis valve of the bt sheath came off from the suture collar. The brite tip was exchanged for another sheath to complete the procedure successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The patient¿s age and gender were unknown. The target lesion was unknown, but was highly tortuous. There was no reported gap or problem noted between the suture collar and hemostatic valve upon inspection prior to use. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted.